Event description:
Foley catheter balloon burst causing catheter to become dislodged. Balloon inflated per MFR instruction and supplies. No evidence of over inflation. Facility unsure what attributed to burst.